Event description:
It was reported that prior to deployment of the excluder bifurcated endoprosthesis iliac extenter, the clinician moved the imaging source. The clinician stated the device was moved in addition with the imaging source. The device inadvertantly covered the left hypogastric artery. There was no allegation of product deficiency made by the clinician.